Event description:
Surgeon called to discuss pt's symptoms of itching and pain. The co. Offered to send the physician sensitivity patch tests for the pt. In 1999 the surgeon explanted the devices. At that time, no tissue samples were taken and no allergy testing was done. The surgeon stated the pt was found to have fibrous tissue, but did not have any other abnormal findings. Subsequent follow-up with surgeon revealed the itching symptoms resolved. The pt was still experiencing pain which the surgeon stated was due to adhesions from previous surgeries. Eval of the devices reveals typical wear.